Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They called and said a plastic piece broke off of the hemopro and into the patient's leg. They were able to find and remove it in its entirety. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: b-2 - outcome attributed to ae. Corrected b-2 from "required intervention" to "others". Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was partially torn away from the base of the jaw. The detached silicone insulation was returned. The heater wire was slightly flexed away from the hot jaw with no detachment. The heater wire remained attached at the tip and at the base of the jaws. Based on the condition of the device as found, the reported failure "peeled; jaw" and analyzed "material twisted/bent; wire" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They called and said a plastic piece broke off of the hemopro and into the patient's leg. They were able to find and remove it in its entirety. A replacement device was used to complete the procedure. The hospital did not report any patient effects.